Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 between 0226 and 0231, the device was programmed to deliver a 1 mg/ml custom vial in the pca only mode with a pca dose of 3 mg, a 10 minute pca lockout and a 4 hour limit of 72 mg. Between 0233 and 0322, there were (2) 3 mg deliveries. At 0322, a shift clear 6 mg was recorded. Between 0429 and 1123, there were (9) 3 mg deliveries, and 2 unmet demands. On (B)(6) 2013 at 0000, new day stamp. At 0223, door opened, a shift clear of 27 mg, and door locked. Between 0226 and 0708, there were (6) 3 mg deliveries and 4 unmet demands. Between 0745 and 0746, door opened twice, 2 check vial alarms, 2 check syringe alarms, 2 check injector alarms. At 0746, the programmed settings were confirmed and retained. At 0747, a shift cleared of 18 mg was recorded, and the door was locked twice. Between 0749 and 0913, there were (5) 3 mg deliveries and 1 unmet demand. Between 0939 and 0940, door opened, check vial alarm, check syringe alarm, door locked, door opened, door locked, check setting alarm, door opened and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. At an unspecified time, the device was programmed to deliver unspecified concentration of dilaudid, in the pca only mode, with a 3 ml pca dose, a 10 minute patient lockout, and the delivery was started. No further programming parameters were provided. During the morning shift change, the nurse entered the patient's room to do a pca shift check. At that time, the patient complained of pain. The nurse reported that the patient was "not comfortable but no in severe pain." At that time, the nurse noted the device displayed that 18 ml of dilaudid had been delivered; however, 25 ml of dilaudid had been delivered; however, 25 ml of dilaudid remained in the vial, instead of an expected empty vial. The device was removed from clinical service. The physician was notified and ordered dilaudid 3 ml ivp every 30 minutes as needed for 24 hours. The customer contact reported that the patient was treated 5 times with 3 ml of dilaudid ivp in the 24 hour time period. The customer contact reported that the patient was discharged to home at an unspecified time in the morning of the next day. During testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. Though requested, no additional information was provided.